Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab unit manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal shaft was kinked. They used a second angio-seal device with no issue. There was no patient injury. Additional information was received on 31jul2025: the type of procedure that was being performed was an angiogram using a 6fr sheath. A venogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. On insertion of the angio-seal over the wire, the dilator bent. The estimated blood loss was less than 250cc. There was possible plaque present in the patient. There was no damage noted prior to use. There was no concomitant devices used with the angio-seal.